Event description:
It was reported that after bladder instillation therapy, writer deflated the balloon and removed 10 mls of sterile water. The cap suddenly detached from the red rubber catheter and unable to unlatched the syringe. Unlatched the syringe after few attempts of removal. Informed the patient what happened, no harm was done. Treatment was finished and patient left unit with no voiced concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after bladder instillation therapy, writer deflated the balloon and removed 10 mls of sterile water. The cap suddenly detached from the red rubber catheter and unable to unlatch the syringe. Unlatched the syringe after few attempts of removal. Informed the patient what happened, no harm was done. Treatment was finished and patient left unit with no voiced concerns. Per additional information received via email on 19aug2025, it was reported that while deflating balloon, cap fell off catheter tubing. When the troubleshooting was performed, the fluid already removed from balloon. There was no impact/medical intervention to the patient due to the this of the device.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), 2 eye tiemann catheter. Visual inspection of the sample noted the inflation cap/inflation port was disconnected from the inflation arm on the return sample. This does not meet specification per ip7600285, revision 35 which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted; the clamp must be closed". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, g, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), 2 eye tiemann catheter. Visual inspection of the sample noted the inflation cap/inflation port was disconnected from the inflation arm on the return sample. This does not meet specification per ip7600285, revision 35 which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted; the clamp must be closed". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after bladder instillation therapy, writer deflated the balloon and removed 10 mls of sterile water. The cap suddenly detached from the red rubber catheter and unable to unlatched the syringe. Unlatched the syringe after few attempts of removal. Informed the patient what happened, no harm was done. Treatment was finished and patient left unit with no voiced concerns. Per additional information received via email on 19aug2025, it was reported that while deflating balloon, cap fell off catheter tubing. When the troubleshooting was performed, the fluid already removed from balloon. There was no impact/medical intervention to the patient due to the this of the device.